Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a calcified and moderately tortuous right peroneal artery. A coyote es mr 1.5mm x 20mm x 143cm balloon catheter ruptured at 4 atm on initial inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received in two pieces. The hypotube was separated 49.5 cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The tip was damaged. The balloon was tightly folded which indicated no sign of inflation pressure. Magnified inspection revealed there was no damage to the balloon. Functional testing was unable to be performed due to the confirmed separation. The reported balloon burst was not confirmed. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).